Event description:
The hospital reported a problem occurring when patients' height and weight were added in the cardiac output screen. Upon such entry the actual height and weight values were reset to incorrect values.

Manufacturer narrative:
We evaluated the product issues via testing on an equivalent spacelabs model 91810 rather than the incident model. A hospital can enter a patient's height and weight into the monitor in either the patient dimensional data screen or the cardiac output screen. When height and weight are entered into the cardiac output screen, the information is interrupted by spacelabs' ics (intesys clinical system) as an update to original patient data and a code notifies the monitor to update such height and weight. We determined that ics was sending invalid code back to the monitor. As a result, when additional height and weight data was entered, the monitor recalculated the height and weight based on the incorrect code and reset height and weight to incorrect values. We corrected the code issue in software (B) (4) and upgraded the hospital's software on july 30, 2007. Note: this report is being submitted as a result of a reevaluation of past complaints by spacelabs. Although a report had not previously been filed for this incident, we have concluded that a report is appropriate. We are now reporting this incident in accordance with 21 cfr 803.